Event description:
The user's parents realised that the user could not hear anymore with his left-sided device after he had been hit on the head in the area of the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's parents realised that the user could not hear anymore with his left-sided device after he had been hit on the head in the area of the implant. Revision surgery is considered; however a date has not been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's parents realised that the user could not hear anymore with his left-sided device after he had been hit on the head in the area of the implant. The user was re-implanted.